Event description:
It was reported that both atrial and ventricular leads dislodged. The patient is heavy set with large breasts and it appeared that the pacemaker had dropped significantly pulling the leads down. Both leads were repositioned, thoroughly secured and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.